Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 3953 miu/ml and the repeat results were >10000 and 87801 miu/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 210151. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include reagent issues as no valid qc was measured, instrument performance issues as analyzer performance data showed values out of specifications, and pre-analytics issues. The provided lab humidity measurement was found to be out of specifications.